Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient's therapy was turning off at night. The patient experienced a sudden return of symptoms and severe leaking; the stimulation was not working. The patient later reported that she had a test about 3 weeks ago where she was told by the hcp that the device was off. The patient stated that the implantable neurostimulator (ins) is helping but she is not sure what percentage of improvement she experienced as most of her issues are at night. The patient also noted that she was diagnosed with a urinary tract infection (uti) on (B)(6) 2016 and started taking medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.